Event description:
As reported via treating physician: this female pt with a history of cad, hypertension and hyperlipidemia underwent implantation of a 3.5 x 28 mm cypher stent in the left anterior descending artery (lad). Medications pre-intra and post-procedure are not known. Following procedure (actual date of on set unk), the pt presented with hives, hypertension and bronchospasm. Pt was subsequent admitted to the hosp for eval which included chest x-rays and pulmonary function testing which were both normal. As treatment, physician prescribe methylprednisone and intervenous benadryl with little improvement of symptoms. At the time of the report, the event was ongoing.

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt.